Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had a frozen display. Customer's blood glucose was 180 mg/dl. Customer had changed the battery but the issue was not resolved. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with frozen screen followed by a constant watchdog alarm due to moisture damage on the electronics assembly. Unable to perform any testing due to frozen screen. The insulin pump had cracked reservoir tube lip, cracked case near display window corners and minor scratches on the display window noted.